Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose after two evening meal announcements while using the ilet system, and the caregiver questioned whether the pump was delivering excess insulin; review indicated the pump was functioning properly, and the patient received education on correct meal announcement and using less, more, or usual entries. Symptoms included hypoglycemia. Outcomes included self-treatment with multiple oral carbohydrates and subsequent improvement in blood glucose, with readings rising into the 72¿99 mg/dl range with upward trend, and no hospitalization. Investigation included review of device operation and user coaching. Investigation of this case revealed no device malfunction and suggested use-related factors related to meal announcement as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user interaction rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.